Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2017-02001. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available

Event description:
Pt. Allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to pulmonary embolism. Pt. Is alleging device unable to be retrieved, device never retrieved pain in the implant area and anxiety.

Event description:
Patient is alleging pulmonary embolism (pe) and deep vein thrombosis (dvt) found post implantation. Patient notes and further alleges "pain in the implant area, fear that the implant has moved or will move and cause further injury or death. Anxiety".

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism and deep vein thrombosis . New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to provide at this time.

Manufacturer narrative:
Additional information: investigation -cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain and anxiety are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Per additional information received, the patient is additionally alleging device tilt, vena cava perforation, embedment, fear. The filter was successfully retrieved percutaneously on (B)(6) 2022. Patient notes and additionally alleges the "hook/foot remaining after the filter was removed", as well as limited physical activity, per a computed tomography angiogram (cta) abdomen/pelvis: "findings: vascular: inferior vena cava: there is a cook tulip infrarenal ivc filter, with intact struts . The filter tilts anteriorly in the superior hook is likely embedded in the wall of the ivc. One leg is external to the right lateral ivc wall and one leg is embedded in a vertebral osteophyte". Per the ivc filter retrieval (successful): "venography of the inferior vena cava (ivc) was performed to assess filter position and evaluate for intra-filter thrombus. Catheter tip position for venography: inferior vena cava filter position: infrarenal ivc filter integrity: intact. Intra-filter thrombus: none additional findings: none. Filter retrieval the retrieval sheath was advanced. Largest retrieval sheath size (french): 18. The filter was captured, collapsed into the sheath, and removed with fragments remaining (foot/hook). Filter capture technique (jugular): forceps technique, to dissect and grasp the filter hook filter capture technique (femoral): not applicable. Additional findings and interventions: none. Post-retrieval imaging: post-retrieval imaging: venography. Ivc patency post: patent. Completion ivc intervention: none. Additional findings and interventions: none". "Complications: one distal foot/hook was broken off at the vertebral body and could not be retrieved".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture (fragment retained), organ/vena cava (vc) perforation, embedded, tilt, fear, limited physical activity. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. One other complaint has been reported against the lot for a similar issue. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.